Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead impedance occassionally and randomly decreased into less than the 100 ohms range. The anomaly could not be reproduced in clinic. The lead will be monitored.